Manufacturer narrative:
Zimvie received one (1) tsvtwh11, implant, tsv, 4.7mmd, 11.5mml, micro grooves, mtx full, ha for evaluation. Visual evaluation was performed. Damage to the implant collar was identified. Bone debris on external threads. The implants collar was fractured. A fractured screw stuck inside the implant. DHR review was completed for the subject lot number 63969719. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63969719 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k133339.

Event description:
It was reported patient fractured collar of the implant. Removed and grafted. Tooth 19. The implant was being removed because the collar fractured. The crown and abutment were removed prior to attempting to remove the failed implant.